Event description:
I had saline textured breast implants placed sub-muscular in (B)(6) 2002. Over the years I have suffered extreme fatigue, increasing sensitivity to certain foods, reflux, endometriosis and cystic ovaries (had hysterectomy in 2012), sinus headaches every day, and most recently extreme breast pain. I had to have my implants removed (B)(6) 2019 due to pain. All of my symptoms are gone. I would like the FDA to actually conduct long-term human studies for breast implant safety so that other women do not have to experience what I did.